Event description:
It was reported that the pt had a pump replacement due to normal battery depletion. The health care professional was unable to aspirate or flush the catheter intraoperatively so, he replaced the catheter. A portion of the spinal segment remained implanted and a silk tie was placed around the end. The medication being delivered via the device system was morphine.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.